Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty deploying the stent was encountered. The physician was attempting to implant a taxus liberte' 3.50x16mm drug eluting stent. Once the inflation of the balloon was completed, the stent could not be deployed and remained on the balloon. The physician removed the device from the patient and completed the procedure with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found. The cause of the difficulties stated in the complaint could not be determined.